Manufacturer narrative:
Insulin pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. The device was also received in with high idle current due to a problem with the lcd board. A broken belt clip slot, cracked battery tube threads, cracked reservoir tube and a scratched lcd window was also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with high blood glucose, and the insulin pump was not giving insulin for a few days. It was stated that the customer has been ill and had used both bolus and pen to lower down the glucose level. The caller mentioned that they had problems with low battery alarms, and the battery was changed every two to three days. No further information was provided.